Event description:
Caller states that a patient arrived at the hospital in critical condition and reportedly received the following results on the inform system with comfort curve strips within 10 minutes: 467 mg/dl and 126 mg/dl. Patient passed away due to heart disease - no reported adverse event related to the erratic results. Requested return of suspect device and replacement was sent.

Event description:
Customer's family member reported customer's freestyle meter turned on with button pressed but did not turn on with test strip insertion. Customer's family member also reported because customer was not able to check his blood glucose, customer was not able to swallow, not able to function on his own and follow commands; customer was then given a glucagon shot. Customer's family member further reported customer went to a health care facility where he was told that he had "a reaction to the insulin" and was treated with an unk shot to raise his blood glucose. Adc customer services made multiple attempts to f/u with customer for clarifications but without any success. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint is not confirmed. The meter powered on with button and with insertion of strips. Did not observe power issue with strip port. This is a final report.